Manufacturer narrative:
This device is not reportable under the same malfunction as 9616086-2023-00007. There was no reported injury to patient.

Event description:
It was reported that hinges allegedly would not lock. No injury reported.

Manufacturer narrative:
It was reported that hinges allegedly would not lock. No injury reported. The actual device will not been returned. Other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.